Manufacturer narrative:
The device has not yet been returned to maquet cardiovascular. We will continue to pursue the device being returned from the customer for investigation. A supplemental report will be submitted when the device has been returned and the investigation has been completed. (B) (4)

Event description:
The hospital reported that during a coronary artery bypass procedure, the heartstring iii proximal seal system delivery tube was bent and the seal did not load properly. A replacement unit was used to complete the procedure. The hospital did not report any patient effects. Product is returning.